Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. After which customer went to emergency room and was subsequently admitted to intensive care unit (ICU). The customer's blood glucose level was 519 mg/dl. Customer received intravenous fluids of saline and insulin. Treatment resolved issue, and customer was discharged the next day (B)(6) 2026 resuming insulin therapy.